Manufacturer narrative:
E1. Initial reporter facility name: (B)(6). E1. Initial reporter address 1: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. The device shaft was visually and microscopically analyzed for any damage. The device showed a kink located 122.5cm from the hub. Inspection of the remainder of the device, apart from the observed damage revealed no other damage or irregularities. A kinked shaft was confirmed.

Event description:
It was reported that a device fracture occurred. The target lesion was located in the liver. A direxion was selected for use. During the procedure, it was noted that the device was fractured approximately 90cm from the hub. The device was removed from the patient's body normally and the procedure was completed with another with another direxion. There were no complications reported and the patient was stable post procedure.

Manufacturer narrative:
E1. Initial reporter facility name: (B)(6). E1. Initial reporter address 1:(B)(6).

Event description:
It was reported that a device fracture occurred. The target lesion was located in the liver. A direxion was selected for use. During the procedure, it was noted that the device was fractured approximately 90cm from the hub. The device was removed from the patient's body normally and the procedure was completed with another with another direxion. There were no complications reported and the patient was stable post procedure.